Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release

Event description:
Having a jada system that didn't work [device ineffective] no additional ae reported [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a female patient of unknown age referring to herself from a tik tok story via clinical educator. The patient's medical history, drug reactions or allergies, current conditions and concomitant medications were not reported. There was an unknown intervention given prior to use of vacuum-induced hemorrhage control system (jada system). This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient had been placed with the vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot #, serial # and expiration date was not reported) for postpartum hemorrhage. The vacuum-induced hemorrhage control system (jada system) that did not work (device ineffective). The patient had a hysterectomy and was admitted to the intensive care unit. She was having massive transfusion protocol with 10 units of blood and 6 units of platelets. There were several videos, and she reported that her uterus was sent for pathology. No product quality complaint (pqc) reported. No additional adverse event (ae) reported (no adverse event). Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Therefore, priority quality investigation will not be completed.